Manufacturer narrative:
Manufacturer¿s investigation conclusion: although a root cause for the alarms captured in the log file cannot be conclusively determined through evaluation of the replaced portion of the drive line, they appear to be consistent with a potential compromise in the drive line. Review of the submitted x-ray images revealed some shield breakdown in an area that appears to be in close proximity to the exit site. Technical services personnel arrived on site on (B)(6) 2019 and performed an external drive line repair. The replaced portion of the drive line was returned measuring approximately 18", with several sections of wire returned measuring between 2.5 and 2.75". Visual inspection of the drive line did not reveal any signs of damage to the outer silicone jacket or the bionate layer beneath it. Electrical continuity testing did not reveal any discontinuities or shorts. Metal shielding breakdown was identified approximately 2.5" from the controller connector. Visual inspection of the underlying wires, as well as the separate sections of wire that were returned, did not reveal any signs of insulation breaches. High potential testing did not reveal any insulation breaches. The evaluation did not reveal any issues that would have contributed to the events in the log file, however, the drive line was not entirely returned for evaluation. Per technical services personnel, the patient was connected to a grounded patient cable following the repair, and no further issues were observed. The patient remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook address drive line damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that the patient had a low speed advisor alarm. This occurred while his wife was changing his drive line dressing. They reported hearing a buzzing sound and then the vad alarm went off. It was reported that device alarmed 9 low speed advisories. It was reported that patient reported of being on wall power when the alarms went off and was told to stay on battery power after the event. The clinic was unable to recreate the alarms by moving any of his cables or drive line. The patient's dressing was changed and drive line was inspected and it did not alarm or buzz. The patient reports having no history of drive line fractures or damage. Home wall power cables, black and white power cables, and drive line were inspected and no damage was found. Manufacturer's technical service representative reviewed log file and observed speed deceleration below the lower speed limit on (B)(6) 2019 while the patient was connected to the power module. Percutaneous lead images submitted were unremarkable. On (B)(6) 2019 manufacturer's technical service representative performed an on site percutaneous lead replacement 3 inches from the exit site. Patient was on grounded patient cable without any issues. No further information was provided.